Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that after giving heparin to a patient, while attempting to engage the safety, the safety spun out of the way and cut her left index finger while engaging. Additional information provided by the customer stated that the cut was treated in employee health. All lab results were normal.